Event description:
The pump filter attachment got stuck and the nut connector detached. There was no case delay; all went well during the case.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.